Manufacturer narrative:
The insulin pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump was received with a cracked case at display window and cracked reservoir tube lip.

Event description:
The customer's mother reported that the insulin pump had a motor error alarm. The customer's mother reported that after pressing a button to turn on the light, the motor error alarm occurred. Blood glucose level at the time of the incident was not reported. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.